Manufacturer narrative:
The customer's meter was received for investigation. A functional check and visual investigation was performed. The display was tested and did not appear to be offset and no damage was visible. The alleged malfunction was not reproducible. The product performed according to specifications.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an issue with the other test entry feature on an accu-chek inform ii meter. The other test entry feature on an accu-chek inform ii meter can be used to document certain other patient test results such as a pregnancy result. The meter facilitates the transfer of the other patient test results to a data management system. The customer alleged that the nurse entered a negative pregnancy result and "watched" it change to a positive result on the meter. The customer confirmed that the pregnancy result was positive on the meter and in the customer's data management system after the transfer from the meter. The customer stated that there have been two other incidents with this issue. The other patient tests that were used were not provided. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation.